Event description:
A malfunction alarm was reported by the customer, specifically malfunction code malf 12. There was no adverse impact to the customer's blood glucose level as it did not exceed the threshold. Technical support provided guidance on resetting the pump, and after this intervention, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which was understood and acknowledged by the customer.